Event description:
Caller tested 0.9 inr, 1.4 inr, and 1.5 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).